Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed.section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, during use of the pleurx pleural catheter mini kit the valve was identified with a small crack causing leakage. The catheter position is in the pleura cavity since (B)(6) 2026. The issue was resolve by change the valve. Successful draining was achieved. No exposure to blood / bodily fluid and no medical intervention was reported. No reported injury was reported.